Manufacturer narrative:
(B)(4). Abbott analyzed the returned device and confirmed the leak in the hub allowing fluid to leak when the device is pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be variability in the gluing process during manufacturing. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use an armada 6x40mm percutaneous transluminal angioplasty (pta) was soaked prior to use. During air aspiration bubbles were noted in the syringe and a leak was suspected. Outside the anatomy and on the table, the physician visually inspected the catheter for a leak by pressurizing the device with an indeflator. The balloon partially inflated; however a leak was not confirmed. The device was not used and there was no patient involvement. An unspecified balloon was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.